Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The catalog number identified has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g5. (Expiry date: 09/2020) the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent was allegedly foreshortened and was not able to be placed in the intended position. Additional stent was required to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during the stent placement procedure to treat superficial femoral artery lesion, the stent was allegedly foreshortened and was not able to be placed in the intended position. Additional stent was required to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent system products that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent system products are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was not returned for evaluation and the stent remains implanted. No x-ray images were provided to verify the reported foreshortening of the placed stent. Therefore, the reported issue could not be reproduced. Potential product and non-product related factors which may have caused or contributed to the reported issue have been considered. An inadvertent movement of the hand during stent release or incorrect holding of the delivery system during stent release may have caused or contributed to the reported stent foreshortening. Insufficient pre dilation, highly calcified vessels or a difficult patient anatomy may be other contributing factors. During investigation it was found that the device with the reported lot number was used about 6 months post its expiry date. However, it is reasonably suggested that there is no correlation to the reported device problem. As reported the user was not aware that the device was used after its expiry date. Based on information available a definite root cause for the event reported could not be determined. Labeling review: in reviewing the relevant labeling for this product, it was found that the instructions for use sufficiently address the potential risk and the contributing factors. Regarding preparation the instructions for use states: "pre-dilatation of the lesion with a balloon dilatation catheter is recommended. If performed, select a balloon catheter that matches the size of the reference vessel." Stent deployment procedure was found to be properly described. E.g. The instructions for use states: "confirm that the introducer sheath is secure and will not move during deployment. Pull back the stent system until the distal stent radiopaque marker is placed distally to the target site to ensure full coverage of the lesion. (...) Remove slack from the stent system held outside the patient." In addition the instructions for use states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit. The instructions for use states: "do not use the device after the ¿use by¿ date specified on the label." H10: d4 (expiry date: 09/2020). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.